Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 7278 implantable cardioverter defibrillator, implant date (B)(6) 2005; model 694265 implantable tachy lead, implant date (B)(6) 1997. (B)(4).

Event description:
It was reported that the atrial lead showed far field r-wave (ffrw) oversensing. Sensitivity was reprogrammed and ffrw oversensing remained unresolved. The atrial lead remains in use. No patient complications were reported as a result of this event.